Event description:
Related manufacturer reference number: 2017865-2021-06832. It was reported that the system was explanted due to an infection unrelated to the right atrial (ra) and right ventricular (rv) leads. At the completion of the procedure, a small pericardial effusion was noted. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. A tip stiffness test could not be performed due to procedure damage. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.